Event description:
A malfunction was reported on the pump with the screen going dark and not turning on. There was no adverse impact to the customer¿s blood glucose level. Customer technical support attempted to reset the pump, however, the issue reoccurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.